Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia with a blood glucose of 55 mg/dl while using the ilet and sought assistance; data were initially unsynced, then later synced, and a confirmatory fingerstick verified the low. Symptoms included hypoglycemia requiring treatment. Outcomes included self-treatment with oral glucose and recovery to in-range glucose without hospitalization. Investigation included review of synchronized device data and user reports, along with coaching on troubleshooting and education. Investigation of this case revealed no device alarms or malfunctions reported, with contributing factors possibly related to therapy behavior changes after receiving guidance to withhold meal announcements, which the user associated with more frequent post-meal glucose drops. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.